Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the middle button was not working and none of the buttons of the insulin pump was responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad at the "select" button and isolated to the device casing/keypad. Unable to perform the displacement test and self test due to unresponsive keypad.